Event description:
The pt could not adjust the stimulation. The device was in a power-on-reset condition, reason unk. Per the MFR representative, the 60 minute countdown was done about a month ago and since then the device charged ok routinely and "ran ok." The concern was that there was still a "call your doctor icon" showing on the pt programmer. It was confirmed that the condition needed to be cleared with the clinician programmer. The pt was going in for a pre-op visit the next day regarding adding another lead and was to speak with his physician at that time. Further info is being requested.

Manufacturer narrative:
(B) (4).